Event description:
It was reported that the patient had difficulty recharging their implantable neurostimulator (ins) while traveling from (B)(4) to (B)(4). She attempted to keep a recharge as long as possible and communicated with the company representative on (B)(6) 2012. The patient awoke that day with pain at the ins site and went to the emergency room. The patient ins and extensions were explanted. During the explant procedure, puss was observed at the ins site and the wound was cultured (results not reported). No patient injuries were reported. Additional information was requested and, if obtained, a follow up report will be sent.

Manufacturer narrative:
Lead model 3777-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; extension model 3708120, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6)2011; extension model 3708120, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; recharger model 37752, serial # (B)(4); programmer model 37743, serial # (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Information reported in previous MDR was incorrect. Follow up information now corrected in this report.

Event description:
It was reported that during an implant procedure, electrode 4 on the lead (proximal section) was not "perfectly straight" (visible angulation approximately 4 mm). The physician did not use the lead noting that the subthalamic nucleus was too small and that a lead with a bend could locate to a different point target. A new lead was then implanted. No patient injuries were reported and the surgery was completed with no issues.

Event description:
Follow up information received indicated that patient had a rechargeable implantable neurostimulator (ins) device in the past and knew the recharging procedure. It was noted that the recharging frequency did not match his programmed settings. The patient outcome was reported as no sequelae and there was no replacement of the device at the time of this report. If additional information is received, a follow-up report will be sent.

Event description:
Note: the narrative for the previously submitted manufacturer report (#3004209178-2012-00456) was incorrect and should be noted that it does not pertain to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of neurostimulator model 37712 serial# (B)(4) showed no anomalies and good, stable output was seen when using the electrode pair's settings as received. Analysis of lead extension model 3708120 serial# (B)(4) showed no significant anomalies. The conductors and body insulation were cut through and the distal end of the extension was not returned. The continuity was acceptable and no shorts were observed between circuits. Analysis of lead extension model 3708120 serial # (B)(4) showed no significant anomalies. The conductors and body insulation were cut through and the distal end of the extension was not returned. The continuity was acceptable and no shorts were observed between circuits.